Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that their son had experienced high blood glucose. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they took their son to the health care professional for high blood glucose. The customer was advised to call back with the insulin pump. The insulin pump will not be returned for analysis.